Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not rebound, and the device was not working properly. A surgical procedure was performed, which revealed that the tube connecting the pump to the device had become disconnected. Therefore, the cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders and ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the middle of the cylinder. The first cylinder had a leak from sharp instrument damage. The second cylinder had a hole in the distal end of the cylinder and tool marks from sharp instrument. The outer sleeve was cut from sharp instrument in the distal end. The second cylinder had a leak from sharp instrument damage in the distal end of the cylinder. The ms pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. In addition, the ms pump kink resistant tubing (krt) had filament extended from explant procedure. No leaks were found in the pump. Based on the information available and analysis results, without a functional testing of the contaminated pump, the allegation of mechanical issue is unable to be confirmed. Additionally, since the tubing was not returned for analysis, the reported allegation of tube disconnection is unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not rebound, and the device was not working properly. A surgical procedure was performed, which revealed that the tube connecting the pump to the device had become disconnected. Therefore, the cylinders and pump were removed and replaced. No patient complications were reported.